Event description:
It was reported that after implanting this lead the pace impedance measurements were high and out of range. The lead terminal was checked and was free of blood and the pacing system analyzer cables were change, but the values were still high. No adverse patient effects were reported. The lead was not used and was returned.

Manufacturer narrative:
Upon receipt at our laboratory the complete lead was returned. Visual inspection noted no setscrew marks on the terminal pin and the lead passed electrical testing. Laboratory analysis did not confirm the reported clinical allegation as the lead resistance measurements were normal.

Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that after implanting this lead the pace impedance measurements were high and out of range. The lead terminal was checked and was free of blood and the pacing system analyzer cables were change, but the values were still high. No adverse patient effects were reported. The lead was not used and will be returned.